Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory and expiratory flow sensors were stuck to the top of the flow sensors' housing. The flow sensors were replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/18/17 phone call, 10/19/17 phone call, 10/19/17 email. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during a case and had a leak. There was no report of patient injury.